Event description:
Alert: rv lead integrity warning on (B)(6) 2022 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. [High rate-ns, sensing integrity counter, rv lead impedance) rvtip to rvcoil lead impedance warning on (B)(6) 2022. Possible device rv oversensing with inhibition or pacing. Recommend review or stored marker channels for rhythm determination. (B)(6) 2022 22:33:05 rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter less than or equal to 30 in 3 days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).